Event description:
Customer reported that the insulin pump went into threshold suspend with a sensor glucose level of 90 mg/dl and a blood glucose level of 53 mg/dl. Customer also reported that the insulin pump went into suspend without reason the day before the call. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.